Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion was pre-dilated with a maverick balloon, unknown size. The physician implanted a taxus express2 2.5 x 24mm drug eluting stent to the mildly calcified, mildly tortuous left anterior descending (lad) artery, but was unable to remove the stent delivery balloon. After several attempts of inflating, deflating and pulling, the stent delivery balloon came out. The balloon was fully deflated and intact. No patient complications occurred.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.